Event description:
A piece of the filter was left in the vessel. The doctor had difficulty placing the filter wire in the vessel. He began to ivus (ultrasound) the vessel. The doctor was unable to fully encase the device in the retrieval portion of the catheter. The doctor pulled everything back, and basket portion of the filter remained in the graft vessel, slowing flow. The doctor was able to pass a wire by the basket and balloon, and stent the basket to the side wall of the graft.